Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unsuccessful when attempting to load a cartridge onto the pump. Tandem technical support was unable to find any issues related to the loading sequence upon review of the pump history. There was no impact to the customer's blood glucose level and the customer was able to load a new cartridge successfully.